Event description:
It was reported that customer observed air bubbles or gaps measuring about 1 inch in cartridge during pumping with tandem mobi system, and bubbles remained even after priming with fill tubing feature. There was no adverse impact to the customer's blood glucose level. Customer used room temperature insulin, followed cartridge air removal and fill rod steps as appropriate, and was able to successfully load cartridge, resume insulin delivery, and resolve issue, with no further outcome details provided.